Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of kinked cannula with an infusion set. Patient noticed the symptoms within three hours of insertion. The site of insertion was abdomen and was rotated regularly. Patient was alerted by alarm 2 followed by alarm 26 as there was a blockage at site. Patient's blood glucose at the time of event was high therefore, patient took correction injection via mdi. Patient would replace supplies as necessary and resume insulin. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.